Event description:
It was reported by service report that the scale was not accurate due to a malfunction of the head left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.